Manufacturer narrative:
(B)(4).

Event description:
No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
D7: single use device reprocessed/reused - correction. D8: device serviced by a third party? - correction. E2: is health professional? - correction. E4: initial report also send to FDA - correction. H2: type of follow up - additional information. H10: corrected data - additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. Between insulin doses, it was reported that the patient's glucose fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.